Event description:
It was reported that the tachy lead, which had been implanted outside the heart, is fractured. Additional information obtained from the physician indicated that the fracture was related to trauma to the abdomen as the child was swinging on a swing on the abdomen. It was further reported the pacing lead had high thresholds. The leads were explanted and replaced. The replacement pacing lead is reported to have high but stable thresholds and high impedance. It is noted by the physician that the patient has a high amount of scar tissue from numerous heart surgeries. The lead remains in use and follow up information noted no further issues related to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968 implantable pacing lead, implanted (b)96) 2010. (B)(4).